Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set was expanding the following information was received by the initial reporter with the following verbatim verbatim: I was just informed of another issue with the same tubing in our vlcc department where the tubing bubbled.

Event description:
Material # 2420-0007 batch # 24075317 it was reported by customer that tubing bubbled. Verbatim: I was just informed of another issue with the same tubing in our vlcc department where the tubing bubbled. Would you like this tubing also sent in under this shipping label.

Manufacturer narrative:
It was reported that the tubing bubbled up. One sample model 2420-0500, lot 24083005 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. An infusion run was performed at a rate of 125 ml/hr for one hour. No bubbling of the tubing was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated.